Event description:
During a procedure the generator displayed an error message stating that the controller was not responding or compatible. When the message was cleared a beeping noise started and the screen froze. The generator was power cycled but the issue remained. The patient was already prepped for the procedure with needles in place when the case was cancelled. There were no adverse consequences to the patient.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for analysis. Visual inspection indicated that the generator was free of physical damage and all internal components were secured. Ac power was applied to the rf generator and a successful power on self-test was executed. An error message was displayed indicating ¿controller not responding or incompatible¿, which confirms the field reported event. Additional diagnostics isolated the root cause of the error message to the stimulate/ central processor unit (cpu) board. The stimulate/ cpu board was temporarily replaced and normal operation was restored to the system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue was isolated to abnormal functionality of the stimulate/ central processor unit circuit board which resulted in the error message displayed.